Event description:
It was reported slight resistance was encountered during advancement of this biopsy needle during a left kidney biopsy. The needle was withdrawn and re-inserted. Following withdrawal of the needle, it was noted the distal tip of the needle and outer cannula detached in the pt's soft tissue. No retrieval attempts were made. Another device was used to successfully complete the procedure without further incident. The pt remains asymptomatic and has since been discharged. The device was evaluated by this MFR at the user facility site. The engineering eval indicated the distal tips of both the outer cannula and inner stylet were missing and appeared to have fractured at about the same point when the device is in its normal position. The inner stylet appeared to have fractured at the proximal end of the specimen notch. The fracture area appeared rounded and smooth. The severed cannula also appeared rounded and smooth at the fracture area. The device functioned normally without the missing tip segments. An in-house inspection was performed on a similar device in an attempt to duplicate the failure. The failure was duplicated after continuously deflecting the device. This phenomenon may have been caused by tortuous anatomy and/or dense and/or fibrous tissue. It was also indicated slight resistance was encountered during advancement of the needle. These factors may have contributed to this event. However, co is unable to determine the exact cause for this event.